Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date 11 years ago a biocor stented tissue valve was implanted. On (B)(6) 2021, the valve was explanted due to valve failure. The patient status is unknown. Additional information has been requested and is pending.

Manufacturer narrative:
An event of explant of the 11 year old biocor valve due to valve failure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.